Event description:
The customer reported receiving no diff results from a coulter act diff analyzer while running patient samples. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures, but the issue was not resolved and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak from the sample tubing of the diff syringe, caused by an obstruction in the flowcell. He unplugged the obstruction, which fixed leak and the diff voteouts. He also found a misaligned probe. He realigned the probe on all baths which fixed the problem. The repairs were verified per established service procedures. (B)(4).